Manufacturer narrative:
Product ID: 37742, product type: programmer. Patient product ID: 37742, serial# (B)(4), product type: programmer. Patient product ID: 377845, lot# v008906, implanted: (B)(6) 2007, product type: lead. Product ID: 355029, lot# n100127, implanted: (B)(6) 2007, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension.

Event description:
It was reported that the patient just had the device adjusted where she was feeling stimulation when walking and sitting. However, the past week prior to the report, the patient only felt it when she was sitting down, for example in her car. She had this problem about a month prior to the report, so she had it tweaked two weeks before the report and it worked perfectly. The patient had tried other program groups, she only had two total, but neither were helping. She was not in pain. The programming was just tweaked one week prior to the report. The patient turned the stimulation off at night and, when she turned it back on in the morning to the highest voltage, she didn't feel anything. This started about a month before the report and that was why she went to the doctor. The patient was fine two weeks before, but at the time of the report "it seemed to pulse and then stop." It was stated that the stimulation "just was not happening" two weeks before, when she went to the doctor's office. The stimulation worked great the day it was tweak ed. A week or two after that, the patient was back to not feeling it at all. It was stated that it was very sporadic, seems like someone shut it off but no one had shut it off. The patient verified with the patient programmer (pp) that the lightning bolt was on. The patient left the office at mid 3.40v and one day prior to the report was up to 6v and felt nothing. During the report, the patient was in a car sitting there and "when putting back against car seat could feel pulse hitting the knee." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.